Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving a vibrational alarm. Decreased pacing lead impedance, declined sensing amplitude, increased capture threshold, and noise were observed. An x-ray performed found the lead to be dislodged. The physician repositioned the lead on the next day. The patient condition is good.